Event description:
It was reported that guidewire entrapment occurred. A 2.4mm jetstream xc catheter and a non-bsc filterwire were selected for an atherectomy procedure. During the procedure, the catheter became stuck on the filterwire. The catheter was eventually removed off of the guidewire. A different non-bsc guidewire was used; however the catheter became stuck on this guidewire. The procedure was completed with the jetstream catheter and the second guidewire. There were no patient complications reported.